Event description:
Prior to the aaa repair, the pt's right internal iliac artery had been embolized. During the advancement of the contralateral iliac leg graft, it was noted that the length of the graft, if deployed appropriately would occlude the left internal iliac artery. Due to the need to preserve the internal iliac artery, the contralateral iliac leg graft was deployed high inside the contralateral limb. The deployed leg graft landed distally at the intended landing zone above the internal iliac artery. After deployment of the ipsilateral iliac leg graft, an iliac leg extension was deployed within the ipsilateral limb of the main body graft for the intent purpose of building a false bifurcation and preventing the excessive overlap from occluding the contralateral limb. Final angioram noted a patent left internal iliac artery and good flow through the graft at the bifurcation.